Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous and calcified lesion located in the mid lad. There was no damage noted to the packaging. There were no issues noted when removing the device from the hoop/tray. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that while attempting to use a buddy wire to deliver the stent through the lesion that stent dislodgement occurred. An attempt was made to remove the dislodged stent using a balloon, however the balloon became stuck in the stent and in the guide. The dislodged stent was unable to be removed from the patient. The patient was transferred to another hospital for emergency bypass surgery. No patient injury has been reported post procedure.

Manufacturer narrative:
No difficulties were noted when removing the protective sheath. The inflation device remained on neutral pressure during delivery of the device. It is reported that a dissection of the artery had occurred prior to attempting to cross the lesion with the resolute onyx, and an attempt was made get the stent across it after getting a balloon to cross. The lesion was ballooned twice so that the stent could be delivered. The resolute onyx did not cause the dissection. It was assessed that either the non-medtronic wire or a euphora balloon caused the dissection. The stent was removed during surgery. The patient left the hospital after successful surgery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Addl info: a last chance effort was made to remove the dislodged stent using a different 1.5mm euphora balloon. Using the balloon was not the cause of the dislodgement. The 1.5mm euphora was removed from the patient. The original euphora balloon used to dilate was not the same as the balloon they used after the dislodgement to try and remove the stent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: one image and one video were provided for analysis. In the still image, a guide catheter is positioned in vivo with an unidentified device loaded into the guide catheter . No other relevant details are visible in the image. A video was provided. The video is of very poor quality and details on the moving images cannot be clearly seen. It is possible to see contrast being administered to the left coronary system but no other details from the reported event are visible in the video due to the image blur. If information is provided in the future, a supplemental report will be issued.